Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the legal manufacturer investigation results and internal risk summary tool, this supplemental report is to inform that upon further view, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The investigation determined that glue was missing from the distal end.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the visual inspection, a small section near the distal end was found damaged. The a-rubber glue was inspected, and a small portion of the glue was missing, the missing portion caused the threads to be exposed. The scope was further inspected, and it was noted that the top section of the a-rubber glue was cracked. The insertion tube near the middle section was checked, indentation and/or bite markings were found. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that during a procedure there was a small section of the sheath piece missing. The patient bit the tip of the scope and the part fell into the patient¿s lung. The physician was able to retrieve the piece of the device found in the lung. No additional information has been obtained.